Manufacturer narrative:
No methods performed. Concomitant product no results available because no method was performed. Concomitant product no product issue related to the reported event was found with this product, so this is a concomitant product.

Event description:
It was reported that a revision surgery was required to replace the rod that migrated.

Event description:
It was reported that a revision surgery was required to replace the rod that migrated.